Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that blood glucose was 588 mg/dl at the time of incident. The customer was advised to reach out to doctor or emergency room if blood glucose continue to go higher. The helpline was not able to offer for troubleshooting for high blood glucose as they prioritized helping to lower blood sugar level by explaining possible solutions like manual injection. The insulin pump will not be returned for analysis.